Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got open book error message on the insulin pump. The customer¿s blood glucose was 72 mg/dl. Troubleshooting steps were provided for open book image nad they said that the insulin pump got wet during swimming. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damaged electronic assembly on electrical baord. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.